Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer consumed carbohydrates to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline. Customer was discharged 3 days later with the issue resolved and no permanent damage. Tandem technical support (tts) educated the customer on insulin labeling. Multiple attempts were made by tts to obtain additional information; however, no additional information regarding this event was provided.